Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle broke when taking injection and broke off in left side of abdomen. The following information was provided by the initial reporter: consumer reported a needle break when taking injection stated, the patient end broke off in left side of abdomen stated, went to emergency room. Needle was not found, and she was put on antibiotic just in case she develops an infection. Stated, there was no xray, or MRI done.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1342182. D4: medical device expiration date: 31-dec-2026. H4: device manufacture date: 08-dec-2021. D10: device available for eval yes. D10: returned to manufacturer on: 03-jan-2023 . H6: investigation summary customer returned one pen needle 32g 4mm pro unopened. It was reported by the consumer that needle clogged during injection and then broke off and stayed inside injection site. The pen needles was visually inspected and observed no damaged. Functionality test for flow was performed on pen needle and flow was observed properly during priming without any clog issues. The alleged issue could not be confirmed based on the sample returned for the indicated failures; broke off and stayed inside injection site. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause could not be determined as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle broke when taking injection and broke off in left side of abdomen. The following information was provided by the initial reporter: consumer reported a needle break when taking injection stated, the patient end broke off in left side of abdomen stated, went to emergency room. Needle was not found, and she was put on antibiotic just in case she develops an infection. Stated, there was no xray, or MRI done.